Manufacturer narrative:
(B)(4). Concomitant product(s): (B)(4). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that due to the packaging, the bearing sprang out when opened into a contaminated area. Customer opened a back up that was at the facility.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed.. The reported event is non-verifiable. Review with packaging team identified that the tyvek overhangs the corners of the tray with room to hold and pull apart. A potential cause might be due to the pouch being folded under to create a spring-like tension on the pouch while it was in the tray. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The product was likely conforming when it left zimmer biomet control. Operational context caused the reported event as the way of peeling the tyvek lid on the tray caused the bearing to fall on the ground. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.